Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported physical damage and fray to the power connector plug. The cord was vacuumed, and the power connector plug is damaged showing exposed wires. The patient electonics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
No device analysis results are available because the device was not returned for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.